Event description:
It was reported that a patient with dystonia underwent a replacement of a stimulator due to normal battery depletion. Impedance was checked before the procedure and the stimulator was functioning properly. During the procedure, the stimulator was replaced with an implantable neurostimulator b35200 deep brain stimulation percept pc and a b31061 plug. Impedance was checked and found to be abnormal (red). The extension 3708660 was then replaced, but impedance remained abnormal (red) in both inputs. Another percept pc stimulator was used, after which impedance was normal (green). After the percept pc was replaced, the patient left the hospital. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis product ID# b35200 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.